Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a blood glucose of 900 mg/dl. The customer's current blood glucose is 72 mg/dl. The customer also experienced a failed battery test and a battery out limit. Troubleshooting was conducted. No further information was reported.